Manufacturer narrative:
A review of the complaints database was conducted and seven similar complaints were found related to the failure mode involving this part number. One similar complaint was found related to this lot number 11243840. A review of the returned device was performed and the catheter tube was found to have a pin hole. A functional test evaluation found the catheter tube leaked confirming the customer's complaint. Since the leakage from the pin hole was instant and obvious, it indicates that the leakage most likely occurred during the procedure or application. From the nature of the pin hole, it could have been caused by a sharp object exerted on the part during the product usage. Pin hole was most likely caused by mishandling of the product, or damage to the product after reaching the customer facility. A conclusive root cause was not established. However, according to the product evaluation, the pin hole was not found to be associated with the manufacture of the product. Since the root cause could not be conclusively determined with the returned device, a corrective action will not be taken at this time.

Event description:
Gt hold 3 13november 13, 2019: ¿crack in the line at the junction between the purple cover and the hub¿ PICC was removed.¿ (B)(6) 2019: ¿no patient injury was reported and they all required alternate access for IV fluids.¿